Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2352-70, serial #: (B)(4), description: linear 3-4 lead, 70cm, model #: sc-2218-70, serial #: (B)(4), description: linear st lead, 70cm. A review of the manufacturing documentation for the leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the devices was found to be satisfactory.

Event description:
A report was received that the patient's lead was coming out of the neck where a slight skin breakage was noted. The patient will undergo a lead revision procedure after surgical clearance is obtained.

Manufacturer narrative:
Additional information was received that the leads have eroded through. The patient underwent an explant procedure. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient's lead was coming out of the neck where a slight skin breakage was noted. The patient will undergo a lead revision procedure after surgical clearance is obtained.